Manufacturer narrative:
The investigation for the reported ventricular tachycardia has been completed. The device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old female noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient went into ventricular tachycardia requiring 2 electric shocks. Return of spontaneous circulation (rosc) was achieved. Upon check-in to intensive care unit (ICU), the patient pulseless electrical activity (pea) arrested and hemoglobin (hgb) dropped from 10 to 6.6. Patient was given 2 rounds of cardiopulmonary resuscitation (CPR) and eliquis. Impella was explanted.